Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had automatic implantable cardioverter-defibrillator (aicd) firing and failure to thrive. The pt expired from respiratory arrest.

Manufacturer narrative:
The pump will not be returning to the MFR for analysis as it was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.